Manufacturer narrative:
On 10-dec-2020, mentor received additional information about the event. The patient reported more symptoms that she suffered including pain in her right breast that progressively felt worse, felt lumps and knots. In addition, the patient reported that her right breast has a little red spot, right breast looks smaller and feels firmer (capsular contracture baker grade unknown), and misshapen right nipple. The patient also reported systemic symptoms of back pain and body aches. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Concomitant products: mentor smooth round moderate profile 525cc saline breast prosthesis, lot number and serial number both currently unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that possibly deflated after implantation. Possible deflation of the right breast prosthesis was reported, along with some pain. The patient felt slight weakness in her right arm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.